Event description:
Legal claim alleges the patient was revised in (B)(6) 2010. No additional information is available at this time. **update** (B)(6) 2012 - litigation paper were received. Litigation papers allege the patient was revised to address groin pain and fluid collection. Aspiration of fluid revealed presence of metal debris. The surgeon allegedly noted material consistent with an alval lesion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.